Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1 initial reporter address line 1: (B)(6) .

Event description:
It was reported that the surgeon was preparing to implant the product in question, but shortly after opening and before applying the implant procedure, he realized that the plastic inserter was broken and defective, so he was unable to use the implant on the patient. New device was used.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that speedtitan compression impl kit 25x20x20, it was observed that the inserter was cracked on both sides. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for speedtitan compression impl kit 25x20x20. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part: se-2520ti. Synthes lot: mse210123. Supplier lot: mse210123. Supplier: (B)(4). Release to warehouse date: apr 06, 2021. No ncrs generated during production: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that speedtitan compression impl kit 25x20x20, was cracked next to the slider and at the distal end near to the metal insert. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed for speedtitan compression impl kit 25x20x20. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part:se-2520ti. Synthes lot:mse210123. Supplier lot:mse210123. Supplier: millstone medical. Release to warehouse date: apr 06,2021. No ncrs generated during production. Device history review : review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the surgery was completed successfully, the patient outcome is positive. There was no surgical delay or need for other medical intervention. There was no allegation against any implant.